Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause remains unknown. The product returned for evaluation was one 4fr sl groshong nxt catheter w/ internal stiffening stylet. The returned unit was functionally tested by flushing the catheter with water using a 12ml lue lok syringe. During testing, a leak was observed between the 22cm and 23cm depth markers. Microscopic inspection of the leak site found a tear with a non-uniform shape. Along the edges of the tear some brown discoloration could be observed. Additionally, deformation of the catheter tubing was present around the tear. The catheter tubing was bisected along the length of the catheter to inspect the inner catheter wall. Inspection of the inner wall did not identify any stylet related damage. However, additional deformation and brown discoloration was observed at the tear site. The deformation seen on the inner wall had a smooth surface texture and was uneven. Given that more damage was identified on the inner wall rather than the outer wall it is likely that the damage originated internally. The physical features observed did not provided enough evidence to conclusively determine the root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported customers using groshong catheter open the new packaging in the process of catheter lubrication catheter found that the catheter has a trachoma leakage. No other information was provided.

Event description:
It was reported customers using groshong catheter open the new packaging in the process of catheter lubrication catheter found that the catheter has a trachoma leakage. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.